Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. It was noted there was thrombus on the closure device.